Event description:
It was reported that the device was leaking. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The physician noted that when the was is empty or nothing is across the hemostatic valve, tightening the valve enough to seal completely is not possible, and they see consistent bleed back through the was. The physician mitigates this issue by holding their thumb over the valve until they have a catheter ready to insert.

Manufacturer narrative:
H6 device code corrected from material integrity problem a04 to fluid/blood leak a050401. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device was leaking. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The physician noted that when the was is empty or nothing is across the hemostatic valve, tightening the valve enough to seal completely is not possible, and they see consistent bleed back through the was. The physician mitigates this issue by holding their thumb over the valve until they have a catheter ready to insert.